Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The solo valve was separately tested by infusing the catheter with water and suspending the catheter upside down to observe if the solo valve leaked; however no leaks were identified. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, at the end of the treatment, the device is rinsed twice. When inserting the cap, blood refluxes to the device outlet. Rinse again with 10 ml, remove syringe, then blood in tubing. Anti-reflux valve non-functional. Consequences: abnormal blood reflux. Clear thereafter. PICC removed on medical request. Pressure dressing applied per hospital procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.